Event description:
It was reported by a non-medical professional that at an unk time post-op, the pt was informed that the rod is separating. To date, no revision surgery has been performed.

Manufacturer narrative:
(B) (4). The device or applicable films have not been returned to medtronic for eval. Unable to determine cause of the event.